Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the lock of reservoir was broken, top of reservoir o-ring was damaged and reservoir was locking however it was loose and the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl and 480 mg/dl. The insulin pump will not be returned for analysis.